Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's-400's (mg/dl) since receiving pump on (B)(6) 2016. Customer administered correction boluses with the pump and/or manual injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed after 1 week of use. Customer was reminded that humalog is indicated for use up to 48 hours and recommendation was made to consult with health care provider to discuss diabetes management.